Event description:
This event is being reported as part of a study in greece titled "clinical outcome of defect reconstruction using idrt single layer: results from a prospective multicentric trial". It was reported the pt 'was operated on (B)(6) 2013 with idrt sl 1 stage. But on (B)(6) 2013, 15% graft less with tendon exposure. No treatment. Follow-up. On (B)(6) 2014, the wound completely healed'.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.